Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported rupture, "severe axillary pain", and "lymph nodes of the size of 2 cm reactive to silicone" diagnosed by MRI. The device remains implanted. The affected side is unknown.